Event description:
The customer reported the mx40 telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
H3 other text : device not returned.